Manufacturer narrative:
New information: d10,g4, h1,h2,h3,h6. Results of investigation: the device, used in treatment, was returned for evaluation. A visual inspection of the returned ruler sleeve confirms the threads are broken off the device. The threads are broken off in the nut. This device show signs of significant wear/usage. The device was manufactured in 2015. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. The device is a reusable instrument that can be exposed to numerous surgeries and cleaning cycles. As plastics are vulnerable and crack may have initiated during use and possible causes could be due to the heating and cooling associated with autoclaving or prolonged use. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, corrective and preventive action is indicated to mitigate future recurrence of similar events. Should additional information be received, the complaint will be reopened. No further investigation warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that the item broke during surgery, while outside the patient. No delay reported. No patient injuries reported. An s&n backup was available.